Event description:
It was reported via repair work order that the side rail was difficult to latch and could result in a false sense that the side rail was latched due to a damaged latch handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.